Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. According to the patient, on (B)(6) 2026, she had to be hospitalized. The patient was unable to provide information about the awareness when the sensor failure occurred. The patient declined to provide further information about the event. At the time of report, the patient¿s condition was unspecified. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.